Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the patient had received an inappropriate shock due to incorrect interpretation of supraventricular tachycardia as ventricular tachycardia (vt). The patient then had a vt and no shock or anti-tachycardia pacing was delivered. No changes or intervention was performed. The patient condition was stable.